Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually rising impedance measurements that rose to over 125 ohms. A boston scientific technical services (ts) consultant discussed troubleshooting options if the measurements increased further. For now, the lead will be monitored. No adverse patient effects were reported. This lead remains in service.